Event description:
While checking on the ventilator it was noticed that it was high-pressuring and the safety valve was clicking. The hospital biomed reproduced the problem and later the gas module emitted smoke.